Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows the optic is torn. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon cut the lens to remove it without enlarging incision or suture required. No pt injury.